Event description:
The user facility reported a 62-year-old female in cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The impella cp had been placed under fluoroscopy guidance successfully. While removing the peel-away sheath, the impella was pulled back into the aorta. The pigtail was pushed up against the valve and collapsed and prolapsed on itself. The provider was able to snare the pigtail and straighten the catheter so that it could removed without incident or injury. The cp was replaced successfully.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the positioning issues and the product damage (cannula kink) has been completed. The device was not returned for investigation. Per the clinical information provided, the root cause of the cannula kink and the positioning issues is due to use; while the peel away introducer was removed, the pump was pulled back into the aorta. Pigtail was pushed up against the valve and collapsed and prolapsed on itself.